Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a power source alert which prevented the pump from charging despite attempting to charge using multiple wall adapters. The customer's blood glucose level was 135 mg/dl. Reportedly, the alert cleared and the pump charged successfully when the customer charged the pump using a car adapter. Reportedly, the customer had an alternate pump available for alternate insulin therapy.